Manufacturer narrative:
Device used for treatment and not diagnosis. The implant was manufactured according to the specifications. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specifications. Based on the provided information we are not able to determine the exact cause of failure and can only assume that applied bending and, or torsional forces during the insertion caused this separating of this implant. Another possible reason would be too high lateral stress while the implant holder was removed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon was implanting a cage and screw construct on (B)(6) 2012. During insertion of the second screw, the implant split into two parts inside of the patient. The surgeon removed the implant and finished the procedure using a competitors cage. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.